Manufacturer narrative:
Review of data attached to the complaint revealed qc level 1 for the month of february prior to the event was running within 1sd. Qc level 2 was erratic +/- 3sd for the month of february. The customer continued to run with erratic qc in february and no service calls were initiated or requested. A field service engineer (fse) was dispatched after this event and acknowledged new style glucose stirrer motor was already installed. Fse could not find any hardware issues. The same glucose reagent lot had been installed and utilized for many days before the event. Fse performed a qc material precision run with and without capped tubes. No sample probe level sense errors were seen. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously erratic glucm patient results noticed when running in duplicate mode. There was no affect to patient treatment with regard to this event.